Manufacturer narrative:
E1, e3, and e3 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during interoperation of an unknown procedure. It was reported that the surgeon was unable to verify the registration probe. It was noted that the distance to the divot was hovering around 3-4mm, and the angle to divot was 1-2 degrees off. After several attempts with no success, technical services (ts) recommended to the site to try another registration probe. The new registration probe verified almost instantly on the surgeon's first attempt, and the surgeon passed registration without any difficulty. It is unknown whether there was any impact on patient outcome or surgical delay.